Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. The device was returned to a third party and the monitor board was replaced. The device was recertified and returned to the customer. The monitor board was returned to zoll medical corporation, united states. The malfunction was observed and attributed to the monitor board. The monitor board was scrapped. Analysis of reports of this type has not identified an increase in trend.